Event description:
Rptr states, "trial banged up from excessive use in surgery." This event was discovered at the sales agency. Therefore, there was no pt involvement.

Manufacturer narrative:
The examination results indicate this event is not device related but rather is associated with abusive use.